Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to venous thrombosis and pulmonary embolism. In addition, two unsuccessful retrieval attempts were made (B)(6) 2017 to prevent further issues from arising. Patient is alleging tilt, unable to retrieve, post-implant dvt (deep vein thrombosis), increased amount of clot, embedded/adhered to ivc (inferior vena cava), failed removal attempts, narrowing/obstruction of ivc. The patient further alleges "ivc filter injuries - post implant dvt, tilt, embedded in tissues; have discomfort; some days more short of breath; some days andles/feet swollen - hurt; legs hurt; headaches; fatigue; cry often; jittery; shaky." Per implant report dated (B)(6) 2016 : "...access into the right common femoral vein was achieved using a micropuncture needle." "A tulip filter was delivered through the sheath and deployed below the level of the renal inflow." Per retrieval report (attempted) dated (B)(6) 2017 : "under ultrasound visualization, the right internal jugular vein at the site of cannulation was found to be patent. An image was saved. Under direct visualization, micropuncture technique was used to obtain access into the right internal jugular vein. A sheath was placed. And a catheter and wire were navigated past the ivc filter and the tip of a multi-sidehole catheter was placed in the right common iliac vein. A cavogram was then performed, which shows approximately 50% thrombus within the ivc filter. Given the extent of the clot, the retrieval was aborted." Per retrieval report (attempted) dated (B)(6) 2017 : "image was saved, and under direct ultrasound visualization, micropuncture technique was used to obtain access into the right internal jugular vein." "A diagnostic ivc cavogram was performed, which demonstrates further interval increased amount of clot within the ivc filter. The filter is also significantly tilted with the tip adhered to the ivc wall. Removal of the filter with significant amount of clot within it is at risk for further embolus also, removal of the filter will require significant manipulation which itself may cause embolus of the clot within the filter. Given these findings, the procedure was terminated."

Manufacturer narrative:
F10 appropriate term/code not available (3191) was selected for the alleged tilt.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.